Manufacturer narrative:
(B)(6). Literature article: mazari, f.a.k., asgeirsson, k.s., whisker, l., gutteridge, e., rasheed, t., and macmillan, r. ¿complete resorption of veritas in acellular dermal matrix (adm)-assisted implant-based breast reconstructions-is there a need for tighter regulation of new products developed for use in breast reconstruction?¿ european journal of plastic surgery (2018) 41:421¿428. Https://doi.org/10.1007/s00238-017-1389-5. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an implant loss due to pain following a post- operative infection after implant-based breast reconstruction surgery was performed using veritas. It was reported the event required explantation. No further detail was provided regarding if hospitalization was required, additional interventions or the patient¿s outcome. No additional information is available.